Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: 8.0 inr with a mean of 4.5 inr (survey range 2.0 - 7.0 inr). 7.5 inr with a mean of 4.4 inr (survey range 2.4 - 6.4 inr). No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated an architect i1000sr analyzer generated a false negative b-hcg result for one patient sample. The architect analyzer generated an initial b-hcg result of 0 and a repeat b-hcg result of 42. There was no adverse impact to patient management reported.